Event description:
It was reported that the patient was unable to adjust stimulation. The programmer showed the "in the box" icon. The patient was redirected to her physician to have her stimulator interrogated with an 8840 programmer and to clear the icon. Of note, the patient had been using the antenna locate feature daily to charge, since she had had prior touble and was told to use the antenna locate. The patient was re-educated on charging without using the antenna locate feature.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3888-45, lot# v687755, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot# v687755, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).